Event description:
Me and my family tested 3-4 times for covid on the same day and received positives and negatives. My kids retested at the clinic and tested positive, and the dr discriminated my children and myself. She refused to see my daughter's rash and refused to test for flu or strep throat knowing we had negative results from just a few hours before. Please email me (B)(6), so I can forward you all the test results and you can see addresses of laboratories and also addresses of where we went. Please this virus is getting out of control but testing labs are ridiculously testing people and giving false negatives. False positives. I wish I knew where to call to make this be known but I really do hope someone reads this. FDA safety report ID# (B)(4).